Event description:
Customer found the unit in a drawer in an exploded state. No one was hurt. Arc requested the customer to return the product. A lab analysis for this type of failure was performed on similar device. The analysis of the batteries included an optical microscopy, CT scan and 2d x-ray and indicated the failure was due to a single component (battery) malfunction. The suspect batteries have not been used in production since 17 july 2015.